Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.

Event description:
While using a byte night aligners, patient reported that they were evaluated for a comprehensive orthodontic evaluation and provided letter of recommendation. The findings from the exam are the patient presents with a 2mm open bite from maxillary canine to canine and 3mm of crowding in the maxillary arch and 2mm of crowding on the mandibular arch. The patient is using the byte aligners at night. Explained to patient that orthodontic treatment is most effective when wearing aligners full time. Explained to patient in order to close their open bite, at least 12 or more months of comprehensive clear aligner therapy with multiple attachments and anterior elastics to regain their function and proper aesthetics.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.